Manufacturer narrative:
A visual and functional analyses of the returned segura hemi basket were performed. Following a detailed device analysis, it was found that the outer sheath was kinked approximately 69.2 cm from the distal end. The basket and wire assembly were intact, present , still attached to one end yet were all bent. The handle cannula was visible through the handle on the distal end of the handle, yet was not visible on the proximal end of the handle nearest the handle cap. During actuation, it was noted that handle cannula was not captured in the pinch vise. An attempt to retract the basket assembly was performed and resistance was detected, and the basket would not close completely. It was also noted that the pull wire was bent approximately 15.56 cm from the proximal tip of handle cannula. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Based on this analysis, this is now deemed non MDR reportable.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a stone removal with ureteroscopy procedure within the ureter. According to the complainant, during the procedure, the segura hemisphere basket broke inside the patient. The basket was retrieved out of the patient successfully. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine with no complications.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a stone removal with ureteroscopy procedure within the ureter. According to the complainant, during the procedure, the segura hemisphere basket broke inside the patient. The basket was retrieved out of the patient successfully. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine with no complications.